Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that that issues were encountered when attempting to pair the patient connector with the mobile programmer application was confirmed. Analysis determined the mobile programmer application crashed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that issues were encountered when attempting to pair the patient connector with the mobile programmer application. An hourglass / timer was observed on the screen. The application was un-installed and re-installed. It was noted that an error was still present after system check. Two attempts were made to select retry and then the issue was resolved. It was further reported that log analysis indicated that the application cashed. There was no patient involvement.